Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, pt received a low alert that was 50 or more points lower than a finger stick. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined.